Event description:
It was reported that this pacemaker exhibited atrial undersensing under the current programming settings. Technical services (ts) reviewed troubleshooting options and programming considerations. Once av search was programmed off, review of the presenting electrogram (egm) showed appropriate sensing of all atrial activity. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.